Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 53mg/dl due to over treating. Customer had different blood glucose level was 53,300,354,180,384mg/dl. Customer was treated with food. Troubleshooting was performed. The product will not be returned for the analysis.